Manufacturer narrative:
Evaluation summary: the difference was only the model name epk-1000 and epk-100p, and all the other printed displays were the same.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Wrong model name at epk-100p serial number plate, labeled with epk-1000 model name. This event occurred at the time of during inspection. There was no report of patient harm.